Manufacturer narrative:
Product ID: 3587a, lot# l80498, implanted: (B)(6) 2000, explanted: (B)(6) 2002, product type: lead. Product ID: 7495-51, serial: (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2002, product type: extension. Product ID: 7434-e, serial# (B)(4), implanted: (B)(6) 2000, product type: programmer.

Event description:
(B)(6) 2014, (B)(4): it was reported that the patient¿s first stimulator was implanted in 2000 and ¿malfunctioned,¿ and was replaced in 2002. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.